Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The blood glucose of the customer was 415 mg/dl at the time of the incident. The automode was active at the time of the high blood glucose. The customer declined the high blood glucose troubleshooting. The customer advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer advised to call back for assistance if high blood glucose persist. The device will not be returned for the analysis.